Event description:
Pt had catheter implanted for chemotherapy. Catheter non-functional and not used for planned therapy after several months. Pt was brought to the or for removal, and a 3cm piece was found. The remainder was seen retained in the right heart on post operative x-ray. The pt was then brought to interventional radiology where the remaining piece was successfully retrieved.